Event description:
Pt had been supplied with two new leads 2yrs ago after bad lead values. Now suddenly increase in pacing threshold, during deep inspiration at 2.0v at 0.4ms exit block. The pacemaker was then explanted.

Manufacturer narrative:
The analysis results do no indicate a material defect or mfg error. The pacemaker is within all specifications.